Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon bunching and oversize were not confirmed. The partial inflation/expansion was confirmed; however, there is evidence that the device was prepped. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the unpacking of a xience v (2.5 x 12 mm) stent delivery system, the distal end of the balloon was found of greater dimension in diameter, bunched, and appeared not folded in an orderly manner causing the distal stent to appear partially inflated. The xience v (2.5 x 12 mm) stent delivery system was set aside and another xience v stent delivery system was used to complete the procedure. There was no patient involvement and no significant delay in the procedure reported. There was no additional information provided.